Manufacturer narrative:
Additional information was provided in sections d4, d.9., h.3., h4, h.6., and h.11. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. All manufacturer surgical systems are verified to meet specifications after installation and customer-initiated servicing. The company representative was present at the site and confirmed the reported event. Investigation of the reported aspiration turning off found that bimanual aspiration in the laser surgical step was set to off by default and overrode the aspiration state in other surgical steps when the laser probe was inserted or removed. This gap in software resulted in the aspiration turning off until the surgical step was changed. Based on the information obtained, the root cause of the reported vitrectomy cutter turning on is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. Based on the information obtained, the root cause of the reported vitrectomy cutter turning on is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery an ophthalmic operating system exhibited an issue where the aspiration turned off by itself. The steps had to be changed and the system had to be turned back on to recover. Additionally, the vitrectomy cutter automatically turned back on with aspiration when switching from flow to vacuum, even though the cutter was set to off before the switch. Other procedure details have not been provided. No patient impact was reported.